Event description:
The customer reported a leak from a coulter hmx hematology analyzer with autoloader. The volume of the leak was 20ml and was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the mixing motor assembly and the instrument was able to run without leaks. The repairs were verified per established procedures. (B)(4).